Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2019, the reporter contacted animas, alleging a audio tone/vibration (vibration issue) issue. The reporter stated the pump was vibrating/pulsating without associated alarm or warning after the pump had been immersed in water. The reporter stated there was visible moisture behind the display screen. There is no indication the alleged product issue caused or contributed to an adverse event. This complaint is being reported because the alleged malfunction can result in a delay in treatment or long term cessation in delivery if the damage impacts the power circuit or cartridge compartment.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.device evaluation: the device has been returned and evaluated by product analysis on 21-may-2019 with the following findings: on investigation, the pump powered on normally and was exercised without any evidence of constant vibration. Investigation did not duplicate the complaint. Unrelated to the original complaint, due to moisture inside the pump, the audio tone unit was not operational.